Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, the control iq software did not correctly calculate boluses to be delivered. Customer delivered additional correction boluses to address blood glucose (bg) levels. Subsequently, customer¿s bg lowered, however, a bg value wasn¿t provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.